Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Tandem customer technical support instructed customer to stop the sensor session to address the issue. No additional patient information was available.